Event description:
It was reported that during a vats wedge resection procedure, the surgeon was firing on lung tissue. It was not the first firing. The force to fire was high, but the surgeon continued to fire. The cartridge came out but the metal pan remained in the jaws of the device. The cartridge was stuck on lung tissue. The procedure was converted to open to remove the cartridge. It was removed without damage to the tissue. The procedure was completed with the same device. The device was discarded, but the reload will be returned for analysis. Add'l info has been requested, but not yet received.

Manufacturer narrative:
Date sent: 10/20/2009. Info anticipated, but unavailable at this time.